Event description:
It was reported that the tubing of a continu-flo solution set separated from the drip chamber. This occurred after the medication was spiked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the tubing was separated form the drip chamber. It was noted that the tubing was lacking solvent. The cause of the lack of solvent was determined to be an assembly problem. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.